Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/17/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2016 with the following findings: during investigation, the pump was powered on and displayed the verify screen. The complaint of a blank display was not observed. A review of the alarm history showed a cs054 call service, which may cause the display to be blank for several seconds. The complaint of a blank display issue was shown in the pump history but was not able to be duplicated during evaluation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.